Manufacturer narrative:
Other, other text: g3: japan. D4: lot number and expiration date, h4: manufacture date, no information has been provided to date.

Event description:
Information was received indicating that air leakage was noted at the blue cap to a smiths medical portex endotracheal tube. There were no reported interventions or adverse effects.